Event description:
It was reported that the patient presented to the hospital after receiving patient notifier alert. A rise in hv lead impedances on rv-svc and svc-can vectors were detected. It was noted that the impedance has been steadily increasing and patient has been in the hospital multiple times regarding this issue. A dry pocket was suspected. Medication change was suggested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.